Manufacturer narrative:
Section a1, a4: additional information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: correction; section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event resolved on (B)(6) 2020.

Event description:
The account reported the cultures from the lab resulted staph aureus. No further information was received.

Manufacturer narrative:
Approximate age of device: 1 year, 21 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was seen in clinic. The driveline site was noted to have drainage and cultures were sent the lab. No further information was reported.